Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 71 mg/dl. The cause of the low bg was unknown. The customer became unconscious, fell, and fractured their left ankle and lower leg and an ambulance was called. The customer was taken to the emergency room (ER) on (B)(6) 2023, and they were subsequently hospitalized. The customer stated they were given intravenous therapy (IV), but they were unsure of how their low bg was resolved. As of (B)(6) 2023, the customer was still in the hospital. No additional patient or event information was available.